Manufacturer narrative:
The patient's meter was returned for investigation. During investigations, the meter would not turn on. The circuit board was tested and it was determined that it was contaminated by liquid, which penetrated/corroded the solder contacts. Within the battery compartment and on the circuit board, the presence of a leaked battery could be seen. This affects the battery contact and the display contacts under the conductive rubber and can lead to the interruption of the power supply and low-contrast display or failure of the display. A risk for reading wrong measured values can be excluded, since no meaningful number is displayed.

Manufacturer narrative:
(B)(4).

Event description:
The patient's daughter stated that the patient's coaguchek xs meter serial number (B)(4) had a fading display. She stated that segments were missing from the result field of the display. She also said she saw something that looked like an "l" in the results field of the device. There were no actual issues with reading results from the device. The patient's daughter was unable to perform a display check. When the issue occurred, she tried removing and re-inserted the batteries to resolve the issue. The meter would not turn back on. The batteries were removed and corrosion was found in the battery compartment. The daughter cleaned the corrosion and then used an eraser to clean the contacts inside the battery compartment. She re-inserted the batteries, but the meter would not turn on. She tried another set of new batteries, but the meter still would not turn on.